Manufacturer narrative:
(B)(4). The customer reported that the monitor was freezing up. The customer stated that the monitor was in use when the issue occurred. No patient harm was reported. This is being considered reportable because during a screen freeze, real time monitoring has stopped. Alarms may not be sounded if they occur. The clinician might be treating an old information. The patients' true condition may not be reported. If the patient condition were deteriorating, there is potential for serious injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor was freezing up. The customer stated that the monitor was in use when the issue occurred. No patient harm was reported.